Event description:
Customer reported an issue with the panorama central station's telepack which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives rebooted the system and connected the program cable. No further issues were reported.